Manufacturer narrative:
The customer's reported complaint of the "the tip melted, and sparks were observed" was confirmed for the tip melting. A visual examination of the returned used device found the coating (insulation) burned at the ablator head however, the ceramic tip appears to be intact. The electrode appears to have been used based on the condition of the active electrode showing signs of activation. An examination was performed per design print and no other discrepancies were noted. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user that light wave ablators must only be used in a conductive fluid medium to avoid insulation damage. High power settings and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the distributor in (B)(4) reported issues involving item # ia-2379 linvatec h/c lightwave ablator, lot 201811261 that occurred at hospital (B)(6). It was reported only that "during the procedure the tip has melted and sparks have been observed, requiring the opening of a new unit to continue the procedure. No intercurrences with patient were informed". Additional information received indicated the device was used on (B)(6) 2020 during a latarget surgery to repair shoulder instability involving a (B)(6) year old male patient. After approximately 30 minutes, while working in the patient, it was noticed that the tip "cracked", and sparks were seen near the tip. The product had worked normally until the sparks were observed and at that point, they also noticed the tip was melted. A small portion near the tip was melted but no piece fell into the patient. It was confirmed that there were no flames and no impact or injury to the patient. They did state typically 45 coagulation and 45 cutoff frequency are the settings used. The staff changed to a different ia-2379 unit and the procedure was completed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.